Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2024; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 24-jul-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported there was a return of pain. Patient elected to remove device after multiple reprogramming's and stated it was not helping their pain. Patient told rep they thought implant would help more than the trial did. The devices were discarded. The issue is not yet resolved, but the rep noted they would submit any new information that becomes available.

Event description:
Additional information received from the manufacturer representative clarified that the issue was resolved with the completion of the explant.

Manufacturer narrative:
Concomitant medical products: product ID 977c165 lot#/serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2024, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.